Event description:
The patient was undergoing a medical procedure in the anterior cerebral artery using a benchmark 6f 071 delivery catheter (benchmark), a non-penumbra microcatheter, non-penumbra coils, and a guidewire. During the procedure, the benchmark was advanced into the petrous segment of the internal carotid artery (ica). The physician advanced the microcatheter over a guidewire and placed four coils in the target location. An angiography was performed after placing the fourth coil. The physician repositioned the benchmark and performed a contrast run but noticed that contrast would not reach to the distal end of the benchmark. It was reported that contrast was leaking out from the proximal end of the benchmark. The physician attempted to remove the benchmark, but experienced resistance, and noticed the benchmark had fractured by the hub. After making further attempts, the physician was able to remove the benchmark. The benchmark was fractured at multiple locations and remained connected by the inner wire. All segments of the benchmark were successfully removed from the patient. The procedure was completed using two additional non-penumbra coils, and a non-penumbra guide sheath. There was no report of an effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.